Manufacturer narrative:
Product event summary: the full lead was returned, analyzed andanalysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage. Helix is bent, damaged at explant. Tissue and blood visible on helix. Outer insulation is cut at 26 and 30.5cm explant damage. Max r-wave amplitude over 12mv on (B)(4)-2015, falls to around 5mv on (B)(4)-2015 and remains steady. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated a r-wave amplitude measurement issue.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited diminished r-wave sensing one week after implant. It was determined by x-ray fluoroscopy that the lead had dislodged. A lead revision was performed and the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.